Event description:
During routing testing of the device at the service center, the service technician reported that the print out recorded an foa1 error message, and the blood parameter module thermistor was missing. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.